Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report 3006705815-2021-02791. It was reported that during a lead implant procedure, dural puncture issue was observed upon attempting to implant the leads. The procedure was aborted and the leads were not implanted. No additional information is available at this time.